Manufacturer narrative:
No sample available for investigation. The sample was discarded by the customer. A retention sample from the same lot was evaluated. As part of the evaluation 5cc of water were injected into the balloon. The balloon inflated symmetrically with no leaks found. The inflation valve was then inspected for leaks and none were found. Device functions according to specifications. It is unclear how the tube migrated out of the stoma or if there were any anatomical or patient complications. Without the actual sample, a definitive conclusion cannot be provided.

Event description:
Event desc: a 14fr gastrostomy tube was placed in radiology. The tube was fine for a few days but then deflated and moved out of the tract. Tube inserted (B)(6) 2014, balloon identified to be inserted after initial placement via radiological study. Tube initially used for feeding post procedure as per protocol. A few days later developed pain, had coffee ground vomit, significant drop in hb. An endoscopy was done. Unable to locate tube in stomach, no active bleeding noted. Contrast study obtained balloon not inflated, tube not in stomach. Tube removed, balloon did re-inflate. Customer said one possible cause could be if the staff had attached a syringe accidently on the valve and deflated the balloon.